Event description:
It was reported that tip detachment and unretrieved device fragment occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified distal posterior tibial artery. A savion flx guidewire was advanced, however; the tip broke off in the distal posterior side branch. The physician did not attempt to retrieve the detached tip due to the tip being small. The procedure was cancelled. There were no further patient complications reported.